Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the foot pedal was acting "squirrely." During an ablation procedure, the foot pedal was acting "squirrely." No patient complications were reported. No further or specific information was available.